Event description:
A customer reported he received the following reading on his freestyle lite blood glucose meter within ten minutes: 321 mg/dl, 388 mg/dl and 344 mg/dl. The customer also reported he received a reading of 385 mg/dl and then self-treated with insulin. The customer reportedly experienced tremulousness, diaphoreses, seizure and loss of consciousness. A reading of 30 mg/dl was reported. No third-party medical intervention was required. The customer reportedly self-treated with glucagon to counteract the event, and also drank orange juice and ate brownies. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Regarding the readings received within ten minutes (321 mg/dl, 388 mg/dl and 344 mg/dl), results were plotted on a parkes error grid and fell into the "a" zone showing the difference in values was not clinically significant. The reported meter (B) (4) was returned for an investigation, but no test strips were returned. The complaint was not confirmed. All test results were within range specification during the control solution testing using a retained test strip lot. The reported readings of 321 mg/dl, 388 mg/dl, 344 mg/dl and 385 mg/dl were not found in the meter's memory log on the date of the medical event. A reading of 37 mg/dl was found on the date of the event. In case the tests strips are returned on a later day a follow-up report will be submitted once the investigation is complete. This is the final report. Note: the device manufacture date is unknown.